Event description:
FDA has forced the pump companies to give too many alarms for the unnecessary things and not the important things for people living with this diabetes condition. It's unsafe that I cannot just hit a silence button on my insulin pump and allow myself time to acknowledge the alert. I should not have to have continuous alerts yelling at me while I am driving a vehicle because it's hard to pull the pump out of my pocket, scroll down a screen to acknowledge an unimportant alert, in order to silence alerts. I should have the ability to allow it to let me hit 1 button to silence the alert to get to a safe point to pull pump out of my pocket; I should not be forced to have the pump tell me to check for ketones anytime I have a blood sugar over 250, because some uneducated person wanted to point blame on others for their misuse of the insulin pump should not be everyone else's problem. Please allow me to not have that alert. The pump tells me to check for ketones more than any dr ever has before; if I just entered a new blood sugar, I should have so many screens to get past to confirm my blood sugar and calibrate my device. I am wasting so many test strips because the needed attention spam required for the pump nowadays is above and beyond what's necessary for competent adults. In addition I should not have to acknowledge an alert within mins of calibrating reminding me that my sugar is high, obviously I myself was just aware of that as I confirmed blood sugar on one screen, then calibrated it on another screen. I know what it is, alarm fatigue is real; with all the unnecessary alarms, the fact is there is no alarm to remind me that while walking through so many screens trying to fill a new cartridge I may have not finished the long process, and currently getting no insulin delivery. I have gone 30-45 mins without insulin delivery because there was no reminder to finish setting up the new cartridge and infusion set, animas pumps would, yet the medtronic's 670g with so many unnecessary alerts that one is not listed as important. All of these extra babysitting I have to do to get this pump and me to work and use the device to the best of its ability is severely affected by what the FDA chooses to enforce because others ruined it for everyone. I am the diabetic, I know what's best for my life when using my pump. These pumps were created to make my life easier and consistently the added amount of stress and frustration trying to use this device with all the extra mandatory setting is affecting my mental health and acceptance of my life. They were intended to make life easier not harder. Please give me and others all struggling the same way to sign a waiver or something to let me work with my pump the best way for me not others who don't accept responsibility for not troubleshooting their pumps correctly. The mandatory alerts are very much a challenge with using this device once animas left the market and I was forced into a newer pump. The technology they are capable of is amazing. But when I am constantly kicked out of automode because I confirmed a blood sugar but didn't calibrate it due to how much uninterrupted attention is needed for these forced rules is very upsetting and frustrating. Let my pump using diabetic self have control of my pump again please. FDA safety report ID# (B)(4).